Event description:
It was reported the patient was revised due to instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Manufacturer narrative:
Manufacturing date corrected. An event regarding instability involving a triathlon cr insert was reported. The event was confirmed. Device evaluation by photographs indicated that the bearing surface of the insert shows scratches and some pitting, consistent with clinical use. The underside of the insert shows scratches and cuts, most likely caused during explantation. A device history review indicated that there have been no relevant reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The investigation concluded that the principal cause of the reported instability is procedure-related with regard to surgical technique by excessive proximal tibial bone resection and inadequate reconstruction of the defect space with an 11-millimeter cr liner that cannot substitute for such type and size of defect. As such, the root cause of failure is not device-related. No further investigation for this event is possible at this time.

Event description:
It was reported the patient was revised due to instability.